Manufacturer narrative:
(B)(4) (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 17jan2019, but there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. A customer device was previously returned to pentax medical from a customer on 27/oct/2017 and inspection of the unit was performed on 30/oct/2017 where the quality control inspector found the following: cut on insertion tube at stage 1 suction tube mild resistance. Distal cap missing silicone. Passed wet leak test. Passed dry leak test. Fluid invasion not observed in control body. Customer complaint confirmed. Umbilical cable single buckled under pve root brace. Umbilical cable single multiple bumps. Fluid invasion not observed in pve connector. Middle light carrying bundle distal cover glass cracked. Prism cracked. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs include the distal case/cap, which was replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user on 09/nov/2017. Parts replaced: o-rings and seals. Air/water tube. Deflector operating wire. Operation channel. Adjusting collar. Angle wire. Bending rubber. Segment attaching screw. Insertion flexible tube. Segment assy attaching screw. Rl pulley assy. Ud pulley assy. Suction channel lg. Light guide cable. Distal case/cap. Root brace rubber lg body. Deflector body. Objective prism assy. Distal case attaching screw. Lcb distal cover.